Event description:
It was reported that pump alarm occurred, starting with alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. Customer support instructed caller to replace cartridge and infusion set, clean vent holes, and contact support again if issue persisted, and no additional information was received regarding the outcome of event.